Manufacturer narrative:
D10 concomitant product: egia60amt, egia60amt egia 60 artic med thick sulu, (lot number: p5c1283s). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a thoracoscopic right upper lobectomy, while being applied to lung lobe tissue resection, the stapler was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. Both handle and reload were replaced with the same type product to complete the case. There was no patient injury.